Manufacturer narrative:
Event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was not happy with how long it takes to charge their ins. They stated the past couple of years it has taken them almost all day long to charge the ins. Their manufacturer representative told them about a new scs model, and the patient was redirected to their healthcare provider to discuss future options. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the last time the ins was charged was around (B)(6) 2020 and it took 6.5 hours. No further complications were reported/anticipated.